Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the neurovascular diagnosis procedure was completed as planned by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the system had insufficient disk space. Review of the system log file indicates exposure not possible image disk full error. Upon troubleshooting, fse found image disk space problem. Fse replaced the ippc image disks and recreated the image store. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the customer received an error regarding insufficient disk space to save new images on the system. The device was in clinical use at the time of the reported event. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the hard disks which returned the device to use in good working order.